Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with no allegations. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed pca with electrical damage and device has contamination. The customer complaint was able to reproduce. There was no error has been identified.